Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 27-may-2024, it was reported that, the patient experienced an occlusion issue with their infusion set. Occlusion troubleshooting indicated an issue with the infusion set site. The patient noticed symptoms 3 or more hours after insertion, and the site was inserted in the abdomen. The patient regularly rotated site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.